Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin. Despite frequent occlusion issues, the caller declined further assistance.